Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion error message. Additionally, it was noted that the smart pass feature on this device was disabled due to low r-waves. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Currently, this device remains in service. No adverse patient effects were reported.